Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi (greater than 600 mg/dl), 75 mg/dl (compact plus system 1) and 60 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (b)(6 - compact plus system (b)(6 - compact plus system 2.